Event description:
It was reported that this pacemaker was explanted and replaced with a non-boston scientific device due to an unspecified product performance issue. No further information was provided. No additional adverse patient effects were reported. Available information indicates this device was retained by the hospital. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.